Event description:
It was reported that during the deployment of the first stent from a trabecular microbypass stent system, the entire trocar detached from the injector when the surgeon withdrew the trocar tip from the trabecular meshwork. Through follow-up, the following additional information was received. Per report, there was no adverse patient impact and the procedure was successfully completed using a back-up device.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is adequately captured on the product risk assessment. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR # reference: (B)(4).